Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1016/j.knee.2022.04.003.

Event description:
It was reported that, on the literature review "radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty", one (1) patient suffered from arthrofibrosis after having a tka index revision surgery performed using legion metaphyseal cone system. This patient underwent manipulation under anesthesia. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per the complaint, no further information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Consequently, the impact to the patient beyond the reported arthrofibrosis and subsequent manipulation under anesthesia cannot be confirmed nor concluded based on the limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.